Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, customer changed cartridge to address the issue; however insulin delivery was not resumed. Customer's blood glucose was 154 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged load issue could not be verified; however, a different issue was identified.